Event description:
It was reported that the patient was experiencing inadequate pain relief and difficulty in charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.